Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Was the hospital stay extended longer than the routine for this type of surgery? It was reported that necessary actions were taken after the area was cleaned. What actions were done? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? If positive for a leak, how was the leak addressed? Was the staple line visualized endoscopically during the surgical procedure? What is the status of the patient?

Event description:
It was reported that the washer sound didn't come during firing, the device has performed cutting before stapling and there were no staples presented in the device. After the problem occurred with the device, operation area of the patient was cleaned, and the operation was completed after necessary actions were completed. The patient is currently in ICU. Procedure: colectomy.

Manufacturer narrative:
(B)(4). Date sent: 03/26/2021. D4: batch # u5c287. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with the anvil missing. Only the casing half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. No conclusion could be reached on the cause of the reported event. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 01/12/2021. Additional information was requested, and the following was received: what were the indications for surgery? The staple line to be cut but not being stapled. Was the hospital stay extended longer than the routine for this type of surgery? Yes. It was reported that necessary actions were taken after the area was cleaned. What actions were done? Another brand was used along with shrinking method. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? The stapler fired but didn't staple. What healthcare professional fired the device and what is his/her experience with the device? The doctor who used the device has the knowledge and the experience regarding the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The doctor said it was on middle of the green area. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? The doctor said they did not attempt to fire. They said after positioning of the device, they have performed everything regarding the procedure. Was the device difficult to close? The doctor said there was no issue. Was the device difficult to fire? The doctor said there was no issue. Did the healthcare professional receive audible & tactile feedback when firing the device? No. Were the donuts inspected? If so, please describe: unknown. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location: unknown. Was a leak test performed? If so, what type and what was the result? It was said the stapler cut but didn't staple. If positive for a leak, how was the leak addressed? Unknown. Was the staple line visualized endoscopically during the surgical procedure? Yes. What is the status of the patient? The patient is in ICU.

Manufacturer narrative:
(B)(4). Date sent: 01/13/2021. Per photographic evaluation: upon visual inspection of four photos, the following was observed: the first, third and fourth photos show a device from guide face area with the trocar extended inside of a plastic bag. Also, neither washer nor anvil were observed. The second photo shows an ils 29 device with the safety disengaged. Based on the photos reviewed, the event describe cannot be confirmed.